Manufacturer narrative:
The reported perfectpasser connector, intended for use in treatment, was returned for evaluation. A relationship between the device and reported incident was established. From the information provided, the top jaw of the device broke off in the patient when it was removed from the cannula. Visual inspection shows the connector was received with its s-clamp unhooked from the s-hook. Internal investigation indicates the failure cause for upper s-clamp unhooked is due to a dimensional discrepancy on the s-hook component. Changes to the component have been implemented to prevent this failure. The instruction for use (IFU) were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the top jaw of the device broke off in the patient when it was removed from the cannula. The broken piece was removed. No patient injury or further complications reported.